Manufacturer narrative:
(B)(4). Batch # p91454. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip 'once fired, the handle locked on the cystic duct. The second clip fired but remained in the jaws of the device. When the third clip was fired both clips came out and were not fully formed, but in the shape of a seven.' Another like device was used to complete the procedure. There were no adverse consequences for the patient.